Event description:
It was reported that a patient presented feeling fatigued, which was believed to be caused by inappropriate automatic mode switches due to far r-wave oversensing on their implantable cardioverter defibrillator. Both of these issues were resolved with reprogramming on (B)(6) 2022. The patient was stable throughout.